Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that the sensor for the table tilt motion indicated a movement not initiated by the operator. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed a sporadic incorrect indication of table tilting. A defective censuring for the table tilt motion was intermittently producing incorrect data. This was caused by a defective potentiometer, but there was no unintended movement, only an incorrect indication. After replacement of the defective potentiometer the system recovered immediately and no systematic error has been detected. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.